Event description:
It was reported that the patient experienced headaches and dizziness. The patient was taking a lot of medications and had cut down from 28 types to 10. The patient also experienced never having therapeutic effect. The patient was originally diagnosed with symptoms of over-active bladder (oab). The patient had pelvic spasms which the device did not help with. The implant had been turned off 4 months previous to the date of this report. The patient received a botox shot in her vagina on (B)(6) 2011, which only worked for one day. The patient attempted physical therapy 12-15 times and then her urethra was massaged six times and that "didn't help either." The patient experienced pelvic pain since receiving her second botox shot, implantable neurostimulator (ins), and foley catheter, all on (B)(6) 2011. The patient's urologist advised that since the patient had the catheter placed, it appeared that the patient's bladder was shrinking. The physician was considering clamping the hose for a day in order to let the bladder expand, and then possibly removing the catheter. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had her device explanted. It was noted that the "removal went well."

Manufacturer narrative:
Product ID: 3889-28 lot#: v386130 serial#: implanted: 2010 (B)(6), explanted: product type: lead product ID: 3037 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).

Event description:
Additional information was received. It was reported that the full system was to be explanted. The patient had difficulty scheduling an appointment with the urology clinic, so the system will be explanted by a pain care physician. The scheduled explant date was not reported. It was reported that the ins was "to not be working at the moment". The reporter had no further specific information or detail. Additional information has been requested, but was not available as of the date of this report.